Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy procedure. The stapling device was being applied to the anastomosis. The staple line did not hold. The surgical time was extended by thirty minutes or more. In order to resolve the issue and complete the case, a re-intervention was required after four days. This included manual closure of the intestinal breach due to re-opening of the anastomosis. There were no issues observed during the procedure. The patient outcome is alive, no injury. Patient hospitalization was required due to the issue.